Event description:
The customer reported that the laser went "in various directions" during prostate vaporization. The procedure was completed with a turp. Reported, gland volume 60ml. The outcome was reported as "no damages to the pt".